Event description:
The facility's biomed reported a fail code 302, which occurred during biomed testing. No patient injury or medical intervention occurred. Information was requested by baxter regarding specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Add'l contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.